Manufacturer narrative:
Manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the above, it was concluded that this event was not attributed to product quality; although possibility could not be completely ruled out that use of the devices might have associated with the reported skin angiopathy because the actual devices were not returned for evaluation. Instructions for use (IFU) states: malfunction and adverse effects, coming off of coating, distal embolism.

Event description:
On (B)(6) 2021, it was reported from a dermatologist via our web site that her patient was experiencing embolism caused by hydrophilic coating polymer after the patient had treated an aneurysm in the cerebral artery in a different facility. During the procedure, an asahi chikai guide wire and fubuki guide catheter were used. The aneurysm was successfully treated. A few months later, the patient complained about anomaly at the puncture site and the skin around the puncture site was treated. Skin tissue examination revealed that skin vessels were likely occluded by hydrophilic coating polymer. On (B)(6) 2021. Additional information was obtained from the dermatologist where embolization of the aneurysm had been performed. On (B)(6) 2021. Additional information was obtained that transcatheter arterial embolization (tae) was also performed to treat an arteriovenous malformation (avm) in the a5 region. It was confirmed that hydrophilic polymer coated chikai and fubuki were used in the tae. Treatment of skin angiopathy had successfully completed.